Event description:
Caller reported that cartridge alarm 20 occurred multiple times over the past week. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, which was still under warranty. The customer was advised to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Technical support provided instructions for putting the pump into storage mode and arranged for a replacement pump with updated software to be sent. The customer was instructed to return the problematic pump within 10 days using a pre-paid label to avoid charges. The customer acknowledged the need to program new pump settings and connect their continuous glucose monitor to the replacement pump.